Event description:
It was reported that no alert/notification occurred. On (B)(6) 2024, the patient stated she ¿missed¿ a low alert sometime between 9-12:00pm. Due to the missed alert, the patient had a severe hypoglycemic event in which she suffered a seizure. The patient was able to self-treat herself with nasal glucagon, however, it was not specified if this occurred before or after the patient¿s seizure. The patient also called 911. Once emergency medical services (ems) arrived, the patient had already stabilized due to the nasal glucagon. No additional medication/treatment was provided to the patient. The patient recovered at home and was not taken to the hospital. No cgm/bg values were reported for this event. The patient was in stable condition at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of hypoglycemia and seizure.